Event description:
It was reported that the patient's ipg was unable to go into MRI mode and the patient was experiencing ineffective therapy following a car accident. It was found that the lead had low impedances. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the lead was explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
The report event of unable to set ipg to MRI mode was confirmed. As received, visual inspection showed the returned penta lead paddle found a damage and exposed wires. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.